Event description:
The lead was returned for analysis after 11 months of service life, because the patient received inadequate defibrillation therapies. Physician supposes a rupture of the lead. No patient complications have been reported as a result of this event.